Manufacturer narrative:
The reported oad was received for analysis with the spring tip of the guide wire engaged in the device. No other segments of the guide wire were received. Scanning electron microscopy was performed on the guide wire spring tip coils and found evidence of rotational surface damage. This damage is consistent with the spring tip coming into contact with the spinning oad driveshaft. This contact could have been the result of the report that the crown jumped forward, or from transversing the spinning driveshaft too far distal. The oad instructions for use (IFU) states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft." At the conclusion of the device analysis investigation, the reported crown jumping and perforation could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 99% stenosed and located in the left anterior descending artery (lad). The lesion was treated using ten passes with the oad. The device was noted to jump and a perforation was noted. The perforation was resolved using stent placement and the procedure was completed with balloon angioplasty. The patient was in stable condition following the procedure.